Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimula or (ins) for non-malignant pain. Information was reported that a patient said they were seeing a "settings not available" message when trying to increase the intensity. The patient was instructed to decrease to zero on the right side and was only able to increase up to 1.2 before encountering the settings not available message. When the patient decreased to zero on the left side he was not able to increase up past zero before encountering the message. The patient indicated he wished to try a different group. It was reviewed how to change to group b and the patient was able to adjust intensity to desired level. No patient symptoms were reported. Additional information was received on (B)(6) 2018.I t was reported that the patient saw a settings not available screen on the controller. The patient says they changed to group b (from a) and saw the settings not available message. Group b did not work for the patient, so the patient went back to group a. The rep reported that impedances were between 2000-3000. The patient saw their healthcare provider (hcp) and they told the patient something might be wrong with their controller, so they gave them a new one. The controller worked for a day, but they saw the settings not available screen again. The patient was on group b, lowered the stimulation to zero, and tried increasing. The patient reported they were able to get the left side to the setting they wanted, but he could not increase settings on the right side still. The patient was directed to their healthcare provider (hcp) to address settings and programming. Additional information was received from a manufacturer representative on (B)(6) 2018 reporting that they had met with the patient on the day of the report ((B)(6) 2018). During the meeting, they found one of the electrodes was amber when running electrode impedance ¿which would indicate that some pairs are elevated with that electrode as a reference.¿ the manufacturer representative programmed the patient without using that value which resolved the out of regulation (oor) issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.